Event description:
It was reported that during a lap colon procedure, the instrument was broken. No further information is available and there was no reported pt consequence. Procedure finished with like product.